Event description:
The patient's device was replaced due to premature depletion and was confirmed to be at end of service condition upon pre-operative diagnostics. The explanted device was returned for analysis. No analysis was completed to date. No additional relevant information was received to date.

Event description:
It was reported that a patient's m106 device had prematurely depleted. It was stated that the device had been implanted for two years and was now showing intensified follow-up indicator = yes. A battery life calculation was performed with the data available to the manufacturer and did not support the battery life indication displayed. The device was not found on the spreadsheet of devices that was laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. Device history records were reviewed and the date of the trim test tab indicated that the device was likely laser-routed. The device passed all quality inspections prior to distribution. Decoded programming data was also reviewed and confirmed that the battery is depleting more quickly than expected as the charge consumed (%) depleted more quickly than expected as compared to the battery voltage measurements. According to this data, there is evidence that suggests the device was affected by the laser-routing process used during manufacturing. No surgery has been received to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed and approved for the returned device. Visual examination of the device noted markings typical of surgical procedures. Burn marks were observed on the generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. No other surface abnormalities were noted. The device was confirmed to be at end of service condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to and failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge was cleaned, the electrical test was re-performed. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probably electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No additional relevant information was received to date.